Manufacturer narrative:
Product analysis:it was determined during analysis that the external pulse generator (epg) failed incoming testing due to heart wire connector test on atrial heart wire. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.